Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the boots displayed evidence of heat related damage consistent with activation of the device while the jaws are in direct contact. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test; it produced steam and heat during several activations and shut off when the toggle was released. It also beeped when activated. Based upon the evaluation results, the reported complaint was confirmed for heat damage. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, two-thirds into the case, it was noticed that the coating on the jaws of the vasoview hemopro device was damaged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.